Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/14/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. The device was charged and will boot. Share log data was downloaded and retrieved. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing was performed and failed. A manual "try it" test was performed and failed. The receiver case was opened for further evaluation. An interior visual inspection was performed and failed as moisture damage was observed. A speaker resistance test was performed and failed as the measured resistance was outside of the device specification. Wiggle testing was performed failed. The complaint confirmation of no audio output was confirmed. The root cause was determined to be moisture damage.